Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 2.25 x 24 synergy drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed and it was noted that the mounted stent has been lifted. The procedure was completed with another 2.25 x 24 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were bent and lifted stent struts in the first proximal row of stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 2.25 x 24 synergy drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed and it was noted that the mounted stent has been lifted. The procedure was completed with another 2.25 x 24 synergy stent. No patient complications were reported and the patient's status was good.